Manufacturer narrative:
A steris technician went on-site to inspect the processor but could not confirm the extent of the leak as user facility personnel had already cleaned the area. The technician inspected the processor and found that a hose had detached from the bottom of the tray causing water to leak into the drip pan, out the bottom of the unit and onto nearby flooring. The technician placed a different tray into the processor, tested the unit and placed it back into service. The technician advised the user facility to purchase a replacement tray. No further issues have been reported with the equipment.

Event description:
The user facility reported that the system 1 processor flooded the room where it was located. No injuries were reported to patients or hospital staff.